Manufacturer narrative:
(B)(4). Batch # p9279k. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a video lobectomy procedure, the hand piece got dislocated inside the patient. All the pieces have been recovered. Used another device to finish the procedure. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Photo received for evaluation. Image 1: the image provided by the customer was that of an hp054 where the nose cone has separated from the instrument. This type of issue is likely associated with the nosecone being damaged, causing the detachment from the hp mid-housing. It is not possible to identify a root cause from an image.

Manufacturer narrative:
(B)(4). The handpiece was received disassembled with the nose cone detached not returned. When the instrument was disassembled to inspect the internal components, there was moisture present. It is possible that the nose cone could have been damaged before it got detached, however as the nose cone was not returned, we were unable to confirmed if the nose cone was damaged. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed and no defects, nc¿s, or protocols related to the complaint were found during the manufacturing process.